Manufacturer narrative:
(B)(6).this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during angioplasty of a stenosed fistula, an advance 35 lp low profile balloon catheter ruptured. The device was advanced to the fistula and inflated to 15 atmospheres with an unknown inflation pump, when suddenly the user noted a loss of resistance. The balloon was removed and contrast was "played outside the body" and the balloon could not be filled. Another device was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary cook was informed of an incident involving an advance 35 lp low profile balloon catheter . The balloon reportedly was unable to be inflated and leaked during an internal fistula balloon dilation procedure. As reported, the balloon was prepped with an iopamidol contrast and saline and introduced into the patient using a terumo sheath. The balloon was advanced into the arteriovenous fistula lesion (100% occluded lesion), and the pressure pump was slowly pressurized to about 15atm. The user suddenly found that the pressure pump had no resistance, so the balloon was withdrawn, and the contrast agent leaked outside the body. The balloon was replaced, and the procedure was completed successfully. There was no angulation, vessel tortuosity, or calcification noted to the patient¿s anatomy. There have been no adverse effects to the patient reported as a result of this incident. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, drawing, the instructions for use, manufacturing instructions, specifications, and quality control data. The complainant returned one used balloon catheter to cook for investigation. Physical examination of the returned device showed biomatter present in the returned balloon. The balloon was inflated. Leakage was detected at the proximal end from a tear in the balloon. There is no evidence from device analysis that the complaint device was manufactured out of specification. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur.¿ instructions for use: balloon preparation: ¿choose a balloon appropriate to lesion length and vessel diameter.¿ ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ balloon introduction and inflation: ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿¿inflate balloon to desired pressure. Adhere to recommended balloon inflation pressures. (See compliance card insert.)¿¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ how supplied: ¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded a definitive conclusion could not be determined. The information provided upon review of complaint file, device history record, complaint history, device master record, and design verification testing provide objective evidence to support that the device was manufactured to specification. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Event description:
Additional information was received on (B)(6) 2021: the procedure being performed was an a balloon dilation of an arteriovenous fistula in the left arm.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d11. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 09mar2021: there was angulation or vessel tortuosity/calcification noted. The lesion was 100% occluded. Iopamidol contrast was used. The balloon was inflated with the pressure pump.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.